Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the motor drive unit was stopping intermittently. The motor drive unit was swapped with a second motor drive unit and using the same disposable handpiece, the case was completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.